Event description:
It was reported that the customer was hospitalized for dka. The md stated that the pump failed prior to the event. At the time of the call, the md did not have the pump with her and the customer was not present. Then, the call ended. Moments later, the diabetes mgmt consultant called in and wanted to get more info regarding how many replacements the customer has had in the past. No further details.